Manufacturer narrative:
No parts have been returned to the manufacturer for analysis as the issue was resolved on call to technical services.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the system was booted up, it got stuck in initializing please wait and said that the x-ray was disabled. User tried to reboot the image acquisition system (ias) 2 times and the mobile view station (mvs) once. She went into ias remote desktop and everything looked normal except for the xray detector status, which said it was attempting to connect. She then disconnect the umbilical cord and powered down both the mvs and ias. The umbilical was then reconnected and the system booted up properly. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.